Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address pain and elevated chromium levels. Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, injury and high concentrations of various metallic elements in her blood. There is no new information that would change the outcome of the investigation. Update rec'd: 11/5/2014, ppd received. Dob and product/ lot numbers provided. Stem and sleeve added for elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).